Event description:
Customer reported that the quick bolus/wake button on their insulin pump was difficult to press and often required multiple attempts to activate the screen. There was no adverse impact to the customer's blood glucose level. Technical support advised the customer on the correct technique to press the button, but as the issue persisted, it was decided to replace the pump.